Manufacturer narrative:
The customer got in contact with the tac team, reporting the error. He would like to send the scope in for repair. The customer was redirected to the repair team for further assistance. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a scope communication error 237 during inspection before use for an unspecified procedure involving an olympus gastrointestinal videoscope. There was no patient involvement reported.